Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected power loss alarm noted during testing. Unit was received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's parent reported via phone call to have received a power loss alarm and a battery error alarm. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.